Event description:
Boston scientific received info that this right atrial (ra) lead had become dislodged. There were no adverse pt effects reported. The lead was repositioned and remains implanted. Additional info was received that this lead had become dislodged for a second time. The physician elected to explant the lead and replaced it with another lead. No adverse pt effects were reported. The explanted lead will be returned for analysis. Upon the completion the report will be update. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.